Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days after implant, sensing was not possible in bipolar mode with the right ventricular (rv) lead, and telemetry showed atrial pacing. It was further reported that rv sensing had dropped lower than the programmed threshold. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.